Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a follow up report will be submitted.

Event description:
Received info stating customer was not able to see drops at the end of the infusion set tubing after customer filled 45 units of insulin. There was no reported impact to customer's blood glucose level.